Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. This has been a gradual rise over time. Due to this, a lead safety switch was triggered. Additionally, high pacing thresholds were observed. A follow up was performed and the device was reprogrammed. The patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported. No further adverse patient effects were reported.